Manufacturer narrative:
Loose bodies (human matter) discovered in patients joint. Subject device was not received for evaluation. Review of the device history records could not be performed due to the lot number not being provided. A complaint history review could not be performed due to the lot number not being provided. Per results of the investigation, there is ¿insufficient information to determine root cause¿. At this time, no further investigation is warranted. (B)(4).

Event description:
During a left elbow arthroscopy procedure utilizing pitbull, loosebody foreceps, it was reported that, while trying to remove loose bodies (human matter) from the left elbow, the subject device broke. It was reported that the fragment was removed from the patient. It was reported that additional imaging in the form of an x-ray confirmed that no fragments were left behind in the patient. It is unknown if a backup device was available to successfully complete the procedure. (B)(4).